Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, customer reloaded the cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer will continue to use the pump and contact the healthcare provider to obtain alternate insulin therapy.